Event description:
A cracked and shattered touchscreen was reported on a pump, rendering the screen unresponsive following a drop. The customer's blood glucose level was affected, as it exceeded the normal range and displayed as "high," leading the customer to administer a correction injection via multiple daily injections (mdi). No third-party assistance was required beyond normal help. Technical support decided to replace the pump despite it being out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.